Manufacturer narrative:
H3,h6 - a portion of the actual device was evaluated and found to have met all dimensional specifications. However, the proximal segment of the device was not available for inspection. There was not enough info provided to make a complete evaluation.

Event description:
Nail was implanted on december 15, 1997. Nail broke approximately 6 weeks post operatively and was removed february 6, 1998.